Manufacturer narrative:
This report is submitted on september 30, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently hospitalized on (B)(6) 2021 for 2 days. During the admission, the patient was administered with oral and IV antibiotics. Following discharge, the patient was treated with antibiotics (type and duration not reported). The wound has reported to have improved, and clinical management of the patient is ongoing.